Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device had reached eri on (B)(6) 2016 but a previous in-clinic device check on (B)(6) 2016 revealed that longevity was 2.1 years to eri. It was discussed that the longevity discrepancy may be attributed to a higher estimate that was displayed during the battery plateau phase.

Event description:
New information received indicates that the patient was in stable condition.